Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 the following findings: during investigation, the complaint regarding cs078-0008 motor failure was verified in the black box and alarm history and was duplicated during investigation. There was no motor movement. The pump was returned with visible moisture seen through the display lens, leak test failed at lens leak. The pump cover was removed and there was moisture corrosion was found on the motor flex connector. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.